Event description:
It was reported to tyco healthcare/kendall on february 8, 2006, that a customer had a problem with a mahurkar dialysis catheter. The customer stated that there was blood leakage around the suture wing. Further inquiry revealed that blood leaked during dialysis at the "y" shaft site near the suture wing.

Manufacturer narrative:
Submit date 06/22/2006. The initial information provided was not reported per 803.3. Additional information provided on june 21, 2006 provided additional detail at which thime the event was determined to be reportable.